Manufacturer narrative:
Medical devices: 6935m55 lead implanted: (B)(6) 2013; 439688 lead implanted: (B)(6) 2013.

Event description:
It was reported that there was occasional p-wave undersensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.